Event description:
Healthcare professional reported right side "axillary regions with adenopathies of chronic inflammatory appearance." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "axillary regions with adenopathies of chronic inflammatory appearance".

Event description:
Device has been explanted.

Manufacturer narrative:
Continued d6b: explant date not provided. Device photo analysis: visual analysis of the photographs identified a device with an opening. No labeled by side explanted device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.